Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was confirmed following medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: this inquiry reports a case where a patient had total hip replacement and was ¿unsatisfied¿ and underwent revision surgery. Subsequently the patient was still ¿unsatisfied¿ and underwent another revision surgery. I can confirm that this event took place based on the information supplied by the stryker rep and photographs of xrays that seem to show excessive anteversion of the cup. Regarding the possible root cause of this event, I cannot determine it with certainty. Based upon the information supplied most likely the cause is malposition of the acetabular cup -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that following a primary total hip and a subsequent primary revision, the patient remained unsatisfied and a second revision was performed again (B)(6), 2021. The trident cup, mdm liner, and insert were removed with an explantation device. Update based on medical review: reason for revision was due to malposition of trident shell.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-42e; lot# 76004202; restoration adm x3 ins 28/48; cat# 1236-2-848; lot# 76717901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that following a primary total hip and a subsequent primary revision, the patient remained unsatisfied and a second revision was performed again (B)(6) 2021. The trident cup, mdm liner, and insert were removed with an explantation device.